Manufacturer narrative:
Additional information was received that there was no patient present at the time of the event. Returned device was received in good physical condition. During the evaluation of the device, delivery accuracy was unable to be replicated by analysts. The expulsor was replaced as a preventative measure. No fault was found with the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the cadd solis vip pump failed the volume accuracy test at the following mark: 17.4 ml. No patient injury or complications were reported in relation to this event.